Manufacturer narrative:
(B) (4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate the reported failure.

Event description:
It was reported that the device service indicator was illuminated. Physio-control evaluated the device and found that it was not able to deliver defibrillation therapy. There was no pt use associated with the event.